Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy. Continued e1 (physician phone no): (B)(6).

Event description:
Healthcare professional reported right side "extracapsular rupture" diagnosed via ultrasound, "signs of benign silicone-associated axillary lymphadenopathy" confirmed via MRI and "presented with symptoms of discomfort". Device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "extracapsular rupture" diagnosed via ultrasound, "signs of benign silicone-associated axillary lymphadenopathy" confirmed via MRI and "presented with symptoms of discomfort". Device was explanted.